Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer contact philips healthcare to report that the "ac connector for the charging module of the equipment is broken." There was no report of patient involvement.